Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure and replaced the faulty touch screen to resolve the malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue and a corrective action has been implemented.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 roller pump became unresponsive during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) identified that this report was a duplicate. Therefore this complaint and report will be voided. All further information related to the reported issue can be found the medwatch 9611109-2018-01114.